Manufacturer narrative:
H10 multiple attempts to retrieve device repair, and operational status has yielded no response from the customer. The complaint will be processed for closure. If additional information becomes available at a later date, the complaint will be reopened, and a supplemental report will be submitted. H11 g1: contact information updated. H6: codes.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20jan2021.

Event description:
The customer reported device inoperative upon power on. There was no patient involvement.